Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 10.1 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected values. Based on this reading, the patient took an increased dose of humalog insulin, one extra unit. Afterwards, the patient experienced the symptoms of weakness, dizziness, shaking and sweating. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The patient manages his diabetes with humalog insulin taken on a sliding scale up to five times/day and humulin n insulin 8.0 units twice per day. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. The meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.